Manufacturer narrative:
(B)(4). Guide wire: sion blue. Guide cath: mach 1. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion with mild tortuosity, heavy calcification and 90% stenosis. During pre-dilatation with an unspecified balloon, a perforation occurred due to heavy calcification of the lesion. A graftmaster 2.8x16mm sds was advanced toward the target lesion and failed to cross due to the patient anatomy. The device was removed and replaced with a non-abbott perfusion balloon catheter which successfully stopped bleeding. There was no clinically significant delay in the procedure. No additional information was provided.